Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was noted that the upper case was cracked, the lower case was worn, the latch tabs on the power cord bay were broken, the printer switch was missing so it was unable to print, the right side of the keyboard was pulling apart, the media bay door was broken, the electrocardiogram connection on the link electronic module (lem) was loose and the device failed the common mode/wrist electrode test and the stylus was missing. All found defective parts were replaced and all identified issues were resolved. The device passed its final functional and system tests and no other anomalies were found. (B)(4).

Event description:
It was reported that the programmer was returned for repair. Follow up attempts were unsuccessful in determining a specific repair request. The event will be reassessed if additional information is received and following analysis. No patient complications have been reported as a result of this event. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.